Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was not reproduced. No intervention was performed and the patient was stable and will continue to be monitored.